Manufacturer narrative:
Device was evaluated by lumenis service and found to be out of calibration. User facility had not conducted mandatory periodic device calibration in contradiction to device labeling and product training. Reasonable attempts were made to retrieve additional patient outcome information, none was provided by the user facility. Should additional information be provided a follow up MDR will be filed.

Event description:
It was reported that patient blistered as a result of ipl treatment.